Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for a scheduled device replacement due to normal eri, high capture threshold and sensing noise was observed on the rv lead. Patient was asymptomatic. It is unknown when the lead issues began. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable prior, during and post procedure. Patient will continue to be monitored.